Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that upon interrogation during a follow up in the clinic, an episode of atrial lead noise was observed. The lead noise was not reproduced via isometric exercises. No intervention was performed. The patient was stable and will continue to be monitored.